Event description:
It was reported that the burr became stuck in the lesion. A rotapro 1.25 mm was selected for use with a guidezilla catheter in a 99% stenosed, severely calcified coronary artery. During the procedure, the burr became stuck within the lesion. The burr was cut and a snare was used to successfully retrieve it. The lesion was then dilated with a balloon catheter and the procedure was completed. No patient complications resulted due to this event.

Manufacturer narrative:
Initial reported state: (B)(6).